Event description:
The app for this product is buggy and not useful. The user cannot get it to scan the qr code on the device to read the serial number. The user cannot get it to change camera back to front. The user cannot get it to switch to manual entry by tapping or swiping. When the user try, the app is unresponsive but nonetheless switches to manual entry after some repeated random number of attempts. When the user manually enter device serial number it says it is not valid. The serial number contains 2 zeros or is it the letter o: the user try every combination the user can think of - all invalid. And yes, in addition to being invalid the device expired tomorrow, (B)(6). How can that be? The user called the pharmacy and asked if this is a scam. They told the user not to bother with the app. Just to use the written instructions. The user did. The test is negative but given all the bs how can any of this be trusted. And anyway, negative tests are not dispositive. The lot number on the box is covsd1003 with a date underneath of (B)(6) 2022. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.